Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that they oxygen supply was not available. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer checked and found that the power cord was faulty and replaced it. Found ventilator currently working properly , handed over ventilator in working condition on patient. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.